Manufacturer narrative:
In previous report legacy complaint ID was missed to captured and updated in this report.

Manufacturer narrative:
This ra was incorrectly reported and is not reportable. Any further reporting needed will be done in src tw (B)(4).

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient claims that the unit ventilator is inoperative and overheating, yet it will run, then stop, and then not run for a bit, related to a bipap device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.